Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was most probably related to an incorrect sample probe calibration. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant myoglobin (myo) results were obtained on three patient samples. The results were not reported to the physician. The samples were repeated on the same analyzer and different results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant results.